Event description:
During surgery doctor noticed the plastic tip of the trocar appeard to have broken off. Attempted to locate the missing plastic tip but was unsuccessful. A large c-arm was being used at the time of this event and no trocar tip was located on the c-arm images.